Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm cutter was not cutting through the tissue but stated that the tissue may have been too tough. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to maquet cardiac surgery for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The safety lock was unlocked and actuation button was depressed. The protective cap was returned with the device and showed no signs of defect. Based on the returned condition of the device, we were unable to observe the reported failure. The reported failure "failure to fire" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm cutter was not cutting through the tissue but stated that the tissue may have been too tough. A replacement device was used to complete the procedure. The hospital did not report any patient effects.